Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal and proximal stent damage. Two struts on row 1 from the distal edge were raised. Struts on stent rows 1 to 3 from the proximal edge were slightly flared. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4)

Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent would not cross the lesion. The 95% stenosed target lesion was moderately tortuous and severely calcified. The vascular access site was radial and intravascular ultrasound (ivus) was not used. The physician completed the procedure with an unspecified 2.75x28mm taxus stent. No patient injuries or complications were reported. Patient condition listed as "good." Analysis of the returned device revealed stent damage.